Event description:
It was reported that this right ventricular (rv) lead impedance and atrial sensing has dropped. This lead was explanted and replaced. No additional adverse patient effects were reported.